Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked during the procedure. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The stopcock was found in the closed position, and a syringe was returned detached from the unit. The sealant was present in its manufactured position and was partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted onto the device. The balloon was deflated, and the core wire was present. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed to measure the slit length due to the frayed/split/torn condition of the sealant sleeves, which impeded proper evaluation. However, due to the observed premature deployment difficulty of the mynx control system, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. Per functional analysis, the insertion and withdrawal evaluation through a sheath could not be performed due to the frayed/split/torn condition of the sealant sleeves, which prevented proper simulation. However, due to the observed premature deployment difficulty of the mynx control system, a simulated deployment test was conducted to evaluate functionality. The unit operated as intended, successfully deploying the sealant and retracting the balloon when button 1 and button 2 were depressed, respectively. Per microscopic analysis, a high magnification evaluation was conducted on the sealant sleeves surfaces. During this analysis, no abnormal conditions were observed. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which may have been the issue experienced by the customer. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked during the procedure. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation. Addendum: the sealant was present in its manufacturing position and was partially exposed.